Manufacturer narrative:
Unexpected restart alarm and erased memory after battery change due to faulty connector on interface board. Insulin pump passed the idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and rewind test. No low battery alarm or missing segments/partial display noted. Insulin pump had minor scratched display window.

Event description:
The customer's husband reported via phone call that her doctor recommended the insulin pump to be changed out. Every time they changed out the battery, the time and date disappeared. This was the fourth time he called about the same issue. The insulin pump alarmed unexpected restart alarm. Customer's blood glucose level was around 60 mg/dl. The customer treated her blood glucose level by drinking some juice. The unexpected restart alarm was not recurring during normal insulin pump use and did not occur shortly after inserting a new battery. The display returned to normal. The customer was advised that the device would be replaced and agreed to return the product for analysis.